Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The irritation was on the sides of body on the patient. There was no alleged device malfunction contributing to the irritation. The patients physician recommended the vest be removed to allow area to heal. Follow up indicated that the irritation has improved.